Event description:
It was reported to medtronic minimed that the customer experienced the recall for the retainer ring. The retainer ring was damaged. Also, there's a crack on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with missing retainer ring. Unable to perform lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.